Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer assisted with recovering a broken pocket and ejecting it from the drawer. The medications were then reloaded to a new pocket to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered users from accessing the required medications. The customer was able to use another station to access the required medication for patients and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system drawer failed, which hindered users from accessing the required medications. The customer was able to use another station to access the required medication for patients and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers failed due to a broken pocket. The field service engineer replaced the broken pocket with a new one, ensuring it is secured in place. The medications were then loaded into the new pocket. The system functioned as intended after the field service engineer troubleshot the device.